Manufacturer narrative:
510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Patient underwent a hardware removal procedure of a screw due to device failure on an unknown date in (B)(6) 2018. The patient was originally implanted with the screw on an unknown date in (B)(6) 2017. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Patient code (B)(4) used for: the screw broke postoperatively requiring revision surgery. It is unknown if the other devices were removed and replaced during the surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes on an event in (B)(6) as follows: this report is against user facility medwatch report number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. It was reported that a patient underwent a hardware removal procedure of a screw due to device failure on an unknown date in (B)(6) 2018. The patient was originally implanted with the screw on an unknown date in (B)(6) 2017 as treatment for a right intertrochanteric femur fracture; caused by a motor vehicle crash. The other device implanted and explanted alongside the screw are currently unconfirmed. This report involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Corrected data: date of postoperative screw breakage is unknown. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in USA.